Manufacturer narrative:
Physio reviewed the device evaluation and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that an event code was logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a failure to charge for defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control performed an initial evaluation of the customers device and verified the reported issue. Physio cleared the reported codes and confirmed they did not reappear. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that an event code was logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a failure to charge for defibrillation energy. There was no patient use associated with the reported event.